Event description:
A certified nursing assistant (who has been trained in mechanical patient lift use) was using a mechanical lift to move a patient from her wheelchair onto her bed. The patient sat on a cloth sling which attaches to a hydraulic lift. As the lift goes up, the tension on the sling increases and patient goes up into the air and off of the wheelchair. The lift is then pushed over the bed and the patient slowly lowered onto the bed. While the c.n.a. Was moving the lift towards the bed and turning the lift arms to correctly orient the patient along the bed, one of the attachments to the sling came off the lift arm. This allowed one side of the sling to drop down. The patient fell to the floor and broke her left arm. The site was immediately asked to demonstrate and verbalize how she had conducted the transfer. This was done by a certified left trainer on duty at the time ((B)(6), rn). There was no obvious problem with the aid's reported technique. However, there were no witnesses for the actual transfer so it is not known exactly how the sling came detached from the lift. The lift and the sling were both carefully examined but no obvious defect could be found that would explain the failure nor could the event be replicated.